Event description:
It was reported the patient was experiencing a burning sensation at the ipg site while the stimulation was in use. It was reported the issue was not related to recharging the ipg. Follow up identified the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.